Event description:
As reported (B)(6) 2014, a pt of unk age and gender underwent a PICC replacement post procedure, due to the luer of the PICC partially detaching from the extension leg tubing. The PICC was removed and replaced with a new of the same device. The pt suffered no harm or injury due to the event. It was reported the disposable device has been returned to the MFR for eval.

Manufacturer narrative:
Returned for eval was a 5f dual lumen PICC. A visual review of the PICC catheter noted that both the red and blue luers appear to be detaching from the extension legs. ID testing of the extension leg tubing and the luers was performed. Both were within specifications. The customer's reported complaint description hub detaching from the extension leg is confirmed. The root cause for the reported complaint description cannot be determined. A review of the lot history records was performed for the reported lot for any deviations. The review confirms that the lots met all material, assembly, and performance specifications. A review of the angiodynamics complaint sys noted no trends for this complaint type and product family. This type of complaint will continue to be monitored for trends.